Event description:
It was reported "battery is glitchy and does not last as long as it used to." There was no adverse impact to the customer¿s blood glucose level. The customer declined assistance from tandem technical support regarding the issue.